Manufacturer narrative:
Field service (fs) investigated the issue on site. The analyzer was inspected, and various diagnostic checks of the system and replacing the wash cup valve (which was determined to be the likely cause) were performed. There have been no further reports of discrepant results since the fs site visit was conducted. A review of the alinity I sn# (B)(4) service history was not able to identify or confirm any additional likely causes. A review of historical data revealed no trends, systemic issues, or related nonconformances. A review of the alinity I / architect immunoassay systems found no systemic issues or trends for the issue associated with this ticket (erratic/discrepant results). Manufacturing documentation for the likely cause did not identify any issues associated with the complaint issue. A review of labelling adequately addresses sample results observed problems for erratic / discrepant results. Based on the investigation no systemic issue or product deficiency was identified for the alinity I (sn# (B)(4)) analyzer. This issue was previously reported under MDR number 3005094123-2022-00068-01 under a different suspect device.

Event description:
The customer reported a false positive alinity I total b-hcg on a patient. Results provided: (B)(6) 2022 (B)(6) = 25.45 / < 2.30 iu/l no impact to patient management was reported.